Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis. During analysis, the customer's stated problem was verified. The device was found to have lost programming due to no data and value found in history. It determined that user's lack of training is the root cause of the issue. It mentioned in the notification of change information providing to user, without power from the aaa battery after 2 days, all programming will be lost. Therefore, recommended to replace aaa battery when a pump gives low battery notifications. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that the smiths medical cadd ms3 pump lost its programming. No patient consequences were reported. No adverse effects were reported.